Manufacturer narrative:
The investigation determined that discordant, (B)(6) hivc results were obtained when a single patient sample was tested using vitros hivc lot 0560 on a vitros 5600 integrated system. The results were discordant when compared to (B)(6) results from non-vitros testing. A definitive cause of the event was not established. A vitros hivc reagent issue is an unlikely contributor to the event, as pre-event qc results and qc results on the dates of the (B)(6) vitros hivc results were obtained were within acceptable guidelines. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros hivc reagent lot 0560. No precision testing was conducted when requested to verify the performance of the vitros 5600 integrated system. Therefore, an instrument issue cannot be ruled out as a contributor to the event. The event was isolated to vitros hivc results from a single patient sample, therefore, a sample specific interferent that affects the vitros hivc reagent assay is a possible contributor to the event. There was no sample remaining to conduct interferent testing and a re-draw of the patient was not possible. Therefore, a sample specific interferent cannot be ruled out as a contributor to the event. In addition, pre-analytical sample processing could not be ruled out as it was not possible to determine whether the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Email address for contact office is (B)(4).

Event description:
The investigation determined that discordant, (B)(6) hivc results were obtained when a single patient sample was tested using vitros hivc lot 0560 on a vitros 5600 integrated system. The results were discordant when compared to (B)(6) results from non-vitros testing. Vitros hivc results of 0.26 and 0.25 s/c (B)(6) versus the expected result of reactive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The (B)(6) vitros hivc results for the patient were not reported from the laboratory as follow-up testing determined the patient was (B)(6). Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).